Manufacturer narrative:
Device passed displacement, and self tests. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5, and each setting functioned properly with the volume sounding the loudest at 5 and quietest at 1. No unexpected audio anomaly, absence of audio alarms were noted during testing. No pump error 63 was noted during testing, and no pump error 63 alarms are found in the formatted history files.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was giving off quiet beeps every 10 minutes. During troubleshooting, the customer was assisted in changing the volume settings. Customer stated that they still continued to hear the quiet beeps. Customer states they were not getting any alerts when they received the quiet beeps every 10 minutes. Customer¿s blood glucose was 141 mg/dl. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.